Event description:
Inserting screwdriver during acl procedure left femur, screwdriver broke off while still attached to screw. 3/4 of the screwdriver left in leg. The first screw (lower) was inserted without problem. Pt's hosp stay was prolonged as a result and had add'l physical therapy, x-rays, IV's. Pt had 2 months of 5 days a week physical therapy. Now on home therapy. Rptr concerned that this problem is reported for the safety of others